Event description:
It was reported that during a routine device check, review of stored egms revealed two episodes where the svt rhythm was stored as vt. This resulted in inappropriate atp delivery. Patient was asymptomatic. The device was reprogrammed. Patient was fine and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.